Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the motor for this device was overheating during use. It was reported that the device was used in surgery, but without any pt or user injury reported. It is unk a delay in the procedure occurred. There was no add'l info provided.